Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there was a mismatch of nexgen lps-flex articular surface cd 1-2, 14mm with the tibial plate.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the device were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. Insufficient information was provided to enable compatibility check. However, it was considered that the issue was confined to the articular surface since another one could be implemented on the tibial component, therefore no compatibility verification was necessary. It was reported that the surgeon used the proper technique, but the reporter was not present during the surgery. A definitive root cause cannot be determined with the information provided.